Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been four other similar complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during the trans-operatory in the phacoemulsification with an intraocular lens (iol) implant procedure, the iol broke inside the injector. Additional information was provided indicating that when the physician turned the injector, the iol broke inside the injector. The iol was not injected. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Corrected information was provided. Additional information was provided. Evaluation summary: the lens was returned in the lens case. Solution is dried on the lens. Both haptics are broken in the distal area. One broken haptic portion was returned. The optic edge is broken and the broken portion was returned in the lens case. Two areas of the optic are also broken over two posts of the lens case upon return. An unspecified handpiece was used with a qualified associated cartridge. It is unknown if qualified associated handpiece and viscoelastic products were used. The reported broken lens damage was observed. Haptic and optic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).